Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture database indicated the patient died (B)(6) post implant of the implantable cardiac defibrillator. An event was received from a (B)(6) study that indicated (B)(6) after implant the patient became hypotensive following administration of blood pressure medication. Following a second episode the patient returned to the hospital and adjustments were made and the issues were considered resolved. Information identified in the manufacture data base indicated the patient died (B)(6) post implant of the implantable cardiac defibrillator. Cause of death has been requested and no received.